Event description:
It was reported that the patient presented at the clinic due to post-paced t-wave oversensing exhibited by their implantable cardioverter defibrillator (ICD). No intervention was performed, and the patient's status was unknown.